Manufacturer narrative:
The used/damaged airseal 5mm access port is expected to be returned for evaluation. However, as of this filing the device has not yet been returned from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during a laparoscopic bariatric procedure, the outer sheath of the airseal 5mm access port trocar was "broken at mid height" and the distal part remained in the abdomen of the patient. As reported, the breakage occurred at the end of the surgery, when the surgeon removed the trocar under the camera control. The broken portion was safely removed with no problems noted. The surgery was completed with no patient injury or surgical delay reported. This report is filed on the basic of potential injury with recurrence.

Manufacturer narrative:
One used/damaged airseal 5mm access port was returned for evaluation on 08-feb-2017. The evaluation by the engineer found that the outer sheath of the cannula had broken off approximately 2.25 inches from the distal end of the cannula. The proximal side of the outer layer is still connected to the device. There is no evidence of shattering at the section of the outer layer that separated from the device. There were no other damages noted. In this instance, the exact cause of this reported breakage was unable to be determined. However, evaluation of similar complaints revealed that the most probable cause of this type of breakage would be overload of pressure being applied to the device during use. Nonetheless, due to similar reports a root cause investigation has been opened to determine if corrective and/or preventive actions are required. This complaint will continue to be monitored via the complaint system to ensure product safety. This device is a vendor item and the certificate of conformance indicated that the product from this lot #471-15 met final inspection and product release acceptance criteria. This lot was manufactured on 02-oct-2015. Of the lot containing 480 units there were no other similar complaints received. A 2-year review of complaint history for this device showed a total of 7 complaints of device breakage, including this complaint. During this same 2-year time frame, over 26,681 units were sold worldwide making the occurrence rate for this reported failure mode 0.026 percent. To date, there have been no patient long term adverse effects related to the reported breakage or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The airseal® ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: - failure to properly follow the instructions for use can lead to serious surgical consequences. - only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. - these instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient.